Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring placement of a chest tube and observation for less than 24 hours. Per the physician, the patient did not have a respiratory history and was fairly healthy. There were no issues with the ion device or procedure. A 1.1 cm nodule was located on the periphery of the right lower lobe - right on the pleura, which the physician stated made it a more high-risk procedure. Biopsy tools utilized included transbronchial forceps. During the end of the procedure, a very large pneumothorax (probably going to tension) was identified via fluoroscopy; therefore, a 14 french pigtail was immediately inserted. The patient was discharged home in stable condition and the diagnosis was non-diagnostic.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. .